Event description:
It was reported that the patient was not feeling stimulation and all electrodes showed impedance measurements greater than 10,000 ohms. A revision was performed during which a new extension was placed. Impedances were then within normal limits. The lead was scarred in place and the plastic coating on the tail of the lead appeared to be "broken". The boot was covering the area of the coating that appeared to be broken. Telemetry issues were also observed during the revision. Use of the antenna locate feature resulted in a power-on-reset (por) condition which then lead to the normal recharging screen. The patient had two implantable neurostimulators; it was unclear which neurostimulator experienced the por. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3986a lot# n132258 implanted (B)(6) 2009 explanted unk; extension model 3708120 (B)(4) implanted (B)(6) 2009 explanted (B)(6) 2012; extension model 3708360 (B)(4) implanted (B)(6) 2009 explanted (B)(6) 2012; programmer model 37743 (B)(4); recharger model 37752 (B)(4). Neurostimulator model 37712 (B)(4) implanted (B)(6) 2009 explanted unk; lead model 3776-60 lot# v208811038 implanted (B)(6) 2009 explanted unk; extension model 3708140 (B)(4) implanted (B)(6) 2009 explanted unk; recharger model 37752 (B)(4); programmer model 37743 (B)(4).